Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to find any signs of wires sticking out from the distal end of the device. A visual inspection was performed and found the teflon pad separated from the jaw exposing metal. Additionally, the metal exposure from the teflon pad caused a short circuit error message when the seal or seal & cut button was activated. The distal end was inspected under a microscope and found no visual indication of damage to the probe unit. In addition, a probe check was performed and the device passed the probe check. Based on similar reported events, the cause for the teflon pad damage is likely due to insufficient or no tissue between the probe and jaw when the device is activated. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during preparation for use, the hand piece was found with a wire sticking out at the distal end. It was also reported that a short circuit error displayed on the device. No patient injury reported.